Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, it has been likely disposed. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.the reported event is probably related to the quattro catheter due to relevant timing and location. At the same time, the patient's clinical acute condition made the patient predisposed to thrombogenicity and development of thrombus, as a common complication is such patients, and this event is probably related to the patient's clinical condition as well.

Event description:
As reported, the patient admitted with known clinical history of sepsis and systematically anticoagulated with high dose of heparin infusions, was inserted a quattro catheter in the right femoral vein without issue and received ivtm therapy. On day 4 of ivtm therapy, the user reported that the patient did not achieve target rewarming temperature. No information was provided regarding the set target temperature and the console setting at the time of the event. Ivtm therapy was discontinued and the catheter was removed from the patient. Inspection of the removed catheter indicated a deep vein thrombosis (dvt). Additional information stated that no further intervention in response to the dvt was required as the hospital personnel indicated that a clot was found on the catheter. The patient was discharged from the hospital with no further issue reported. This represents the report of dvt observed on the removed catheter. The report of the patient unable to achieve target temperature using the thermogard console is referenced under MFR 3010617000-2018-00507.